Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a blank display on the insulin pump. Customer received a replacement battery cap but was still having blank display issues and a failed battery test alarm. Customer's blood glucose was 87 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery was inserted due to corroded battery tube. No blank display noted during testing. No damage inside insulin pump noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and white stained substance on case near reservoir tube window.